Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot#f2023202 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant tip of 6f/7f mynx control vascular closure device (vcd) was separated, tip was out before the use. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant tip of 6f/7f mynx control vascular closure device (vcd) was separated, tip was out before the use. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2023202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves-separated during prep¿ could not be confirmed or further clarified as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. As the issue occurred during preparation of the device, user handling may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, do not use if the mynx control vcd components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the sealant tip of 6f/7f mynx control vascular closure device (vcd) was separated. The tip was out before use. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock opened. The syringe was not connected to the device. The sealant remained in the manufacturing position, exposed to blood. The sealant sleeve assembly was observed to have been kinked/bent as received. The procedural sheath was not returned with the device. Per dimensional analysis, the slit length was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed that the sealant remained in the manufacturing position, exposed to blood and that the sealant sleeve assembly was kinked/bent as received. The sealant sleeve assembly's integrity, was not broken into 2 or more separate pieces. No break in the sealant sleeves¿ integrity was observed. A product history record (phr) review of lot f2023202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported sealant sleeves separated¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.